Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's spouse. The patient's pump replacement was scheduled for (B)(6) 2016 but they would not replace it if the patient did not have a managing healthcare provider (hcp).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (current dose .825 mg/day; old dose 5.561 mg/day) and morphine (current dose 1.1 mg/day; old dose 7.414 mg/day) via an implanted pump; the reporter did know the concentration of either drug. The indication for pump use was non-malignant pain and failed back surgery syndrome. Per the patient, the pump was implanted for back pain. On (B)(6) 2016 the patient wanted to know if a new physician could "fix a mess up" and move the pump. He had severe groin pain and abdomen burning since implant. He went to the ER (emergency room) because he could hardly walk due to the groin pain. It hurt when he sat. He was referred to a doctor on (B)(6) 2016 to have the pump checked. He had the dose turned down because he wanted the pump taken out. When the medication was reduced, he started to feel more groin pain. On (B)(6) 2015, the pump was "taken out and flushed"; "it was really irritated". The same pump was re-implanted. The results of flushing, the cause of the groin pain and abdomen burning, and the resolution of the groin pain and abdomen burning were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.